Event description:
Additional information was received from the patient. They reported that don't remember what was the cause of the wire twisting but it was now resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2vq3z implanted: (B)(6) 2024, explanted: (B)(6) 2024. Product type lead product ID a52300 product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a52300 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient called in for assistance activating MRI mode. Patient said they were getting a message that said MRI eligibility cannot be determined. Reviewed how to activate and deactivate MRI mode but the issue was not resolved through troubleshooting. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Activated and deactivated MRI mode multiple times and patient reported seeing the eligibility cannot be determined w/ no MRI info code every time. Additional information received stating that the patient stated the device was not helping their symptoms. Patient said they are able to increase stim but are not feeling stim. Patient tried multiple programs and was not able to feel stim on any of them. Patient has not had any falls/trauma. Patient said this started after calling in on june 4th for assistance w/ MRI mode see. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the cause of the patient not feeling stimulation was determined to be due to loose battery. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2vq3z implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID a52300 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing a loss of stimulation or no stimulation. The programmer was not working or stimulating. It was unknown if troubleshooting was performed. The cause was not known. It was unknown if the issue had been resolved. Additional information was received from the patient. When asked for clarification on the programmer not working or stimulating the patient stated it was not caused by normal battery depletion. When asked about the cause of the device not working they stated that it was caused by the twisting of the wire. When asked about the steps taken to resolve the issue they provided the date 2024-jun-26 and stated that the issue had been resolved. The cause of the lost of stim was determined and the issue was resolved. No further clarification was provided.